Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional additionally reported right side "leaking valve, hole on valve side".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat and wear abrasion. Leak test was performed and found opening in the anterior. A microscopic analysis was performed which identify striated opening in the anterior . The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a striated opening in the anterior side assessed as surgical damage. Opening.